Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins was explanted and replaced due to premature depletion. It was noted that the battery should have lasted 2 years. The ins implant date was not known. There were no symptoms reported. No further complications were reported or anticipated.